Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a0401 captures the reportable event of stent break. Block h10: a wallflex fully covered biliary stent was received for analysis; the delivery system was not returned. Visual inspection was performed and it was observed that the stent was deformed and the stent wires were broken. No other issues were noted to the stent. The reported event of stent break was confirmed; the stent was found damaged. The reported event of stent difficult to remove could not be confirmed as this failure occurred during the procedure and could not be functionally/visually verified. It is possible that procedural or anatomical factors encountered during the procedure, during the period the stent was placed, and/or the removal of the stent limited the performance of the device contributing to the stent damage. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on october 13, 2021 that a wallflex fully covered biliary rmv stent was implanted in the bile duct during a stent placement procedure performed on (B)(6), 2020. Reportedly, the stent was scheduled to be removed on (B)(6) 2021 during an endoscopic retrograde cholangiopancreatography (ercp) procedure . During the scheduled stent removal procedure, the stent was attempted to be removed from the patient using a rescue grabber. However, it was reported that the stent unraveled and broke into two pieces during removal leaving a portion of the stent still in the biliary duct. Subsequently, the unretrieved portion of the stent was placed in the stomach and the ercp scope was changed to gastroscope with a gastric over-tube successfully retrieving the detached stent. The procedure was successfully completed. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex fully covered biliary rmv stent was implanted in the bile duct during a stent placement procedure performed on (B)(6) 2020. Reportedly, the stent was scheduled to be removed on (B)(6) 2021 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the scheduled stent removal procedure, the stent was attempted to be removed from the patient using a rescue grabber. However, it was reported that the stent unraveled and broke into two pieces during removal leaving a portion of the stent still in the biliary duct. Subsequently, the unretrieved portion of the stent was placed in the stomach and the ercp scope was changed to gastroscope with a gastric over-tube successfully retrieving the detached stent. The procedure was successfully completed. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.